Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was coughing up blood and was hospitalized on (B)(6) 2020. Upon investigation, the physician noted the capped right ventricular lead may had caused an effusion. Further investigation noted the externalized cables had become completely separated. One cable became completely separated and lodged in the pulmonary artery and was causing an effusion and pseudo fusion. The lead was explanted and replaced on (B)(6) 2020. The patient was stable after the extraction.

Event description:
Additional information received noted the right ventricular lead was capped and replaced with a competitor's lead during a device upgrade procedure on (B)(6) 2016. The right ventricular lead was capped due to externalized wires noted.

Manufacturer narrative:
The second internal insulation abrasion breaching the rv cables lumen was noted at 10.7 ¿ 16.5cm from the distal tip. Both re etfe cables coating was abraded, but one cable was abraded through and approximately 0.3cm of the conductor was not present in this region. Explant damage was noted in this internal insulation abrasion region. Insulation cut/damage was noted at 6.9, 17.2, 19.2, 31.0, 32.0, 32.9, 34.0, 35.0, 39.2, 40.5 and 41.3cm from the distal tip. On the rv cable segment, signs of compression/surface abrasion was noted at 6.1 cm, 8.1 cm and 30.1 cm from one of the cut ends used as a reference point. Surface abrasion was noted at 24.8 cm from the reference end. X-ray examination found one right ventricular cable being broken adjacent to the proximal end of the superior vena cava shock coil at 30.5 cm from the distal tip. Electrical tests did not find shorts between the conduction paths but found discontinuities on the right ventricular conduction path due to the right ventricular cable was cut/damaged in one of the abrasion zones and broken adjacent to the superior vena cava shock coil. All other damages found were consistent with procedural damage.